Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 413 mg/dl. The customer's grandmother stated that she was unable to input the temporary basal to over 100%. She declined troubleshoot for high blood glucose, stating that she had already changed the infusion set and was monitoring the customer. The caller was able to resolve the issue after a guided walkthrough. Nothing further reported.